Manufacturer narrative:
One device was returned for repair in used condition. Device has had no repairs in the last 12 months. Functional testing confirmed primary problem of pump alarming with error code 41622. The cause was a contaminated hub gear. The hub gear was cleaned to resolve the issue. The device passed all the functional tests after the repair.

Event description:
It was reported that the pump was alarming error code 41622. There was no patient involvement.